Manufacturer narrative:
The reported incident that standard barrel hip plate, keyed omega 3 135°, 4 holes was alleged of issue s-94 (adverse reaction) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused due to avascular necrosis (as indicated by the surgeon). More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated.

Event description:
It was reported by (B)(6): the subject underwent a revision surgery due to a vascular necrosis on (B)(6) 2015. The subject was hospitalized from (B)(6) 2015. The gamma nail was removed and the subject received a total hip replacement. New information: at the 26 weeks follow up, a male patient, (B)(6) underwent a revision surgery due to a vascular necrosis on (B)(6) 2015. The omega compression hip screw was removed and the subject received a total hip replacement. The subject was hospitalized from (B)(6) 2015.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported by (B)(6): the subject underwent a revision surgery due to a vascular necrosis on (B)(6) 2015. The subject was hospitalized (B)(6) 2015. The gamma nail was removed and the subject received a total hip replacement. New information: at the 26 weeks follow up, a male patient, (B)(6) years old underwent a revision surgery due to a vascular necrosis on (B)(6) 2015. The omega compression hip screw was removed and the subject received a total hip replacement. The subject was hospitalized (B)(6) 2015.